Event description:
It was reported the mrx defibrillator (serial number (B)(4)) would not detect heart rhythm but was able to apply a shock using m3713a pads. The patient death is being reported/addressed via MDR#1218950-2014-06512.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.